Event description:
Material #:305180 batch#:3236129 it was reported by customer that the bd blunt fill needle was used to draw up medication and a small piece of the rubber stopper from the medication vial was seen in the syringe. Additional information: 3. Did the event directly, or indirectly involve a patient or user? Was found before administration to patient.

Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported a small piece of the rubber stopper from the medication vial was seen in the syringe. To aid in the investigation, one sample with no packaging blister was received for evaluation by our quality team. A visual inspection was performed. First, with 10x magnification, and then with a 30x microscope. There was no damage, defective grind or hooks observed. The bevels and etch were good. A device history record review was completed for provided material number 305180, lot 3236129. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed.

Event description:
Additional information received: material #:305180, batch#:3236129. It was reported by customer that the bd blunt fill needle was used to draw up medication and a small piece of the rubber stopper from the medication vial was seen in the syringe. Verbatim: bd blunt fill needle was used to draw up medication and a small piece of the rubber stopper from the medication vial was seen in the syringe. Customer response for follow-up: (B)(6). 1. Any physical sample available for investigation? Yes. 2. If sample available, kindly provide the address of the facility for us to ship the return label. Please ship to (B)(6), address above. 3. Did the event directly, or indirectly involve a patient or user? Was found before administration to patient. 4. Please confirm the number of occurrences? One.